Event description:
The iab leaked back into the pump. The iab was not returned to datascope for evaluation. (Event complications: none from the event- reported 4/30/98.) (Pt's current status: unk- rpt'd 4/30/98.)